Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead measuring 59.6cm was returned in two segments for analysis. External insulation abrasion was noted at 13.0-13.3cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 42.6-42.9cm and 43.3-43.6cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 8.9-10.8cm, 12.3-12.7cm, 15.1-15.3cm, 11.4-12.1cm, 14.6-15.1cm, 31.3-33.5cm, and 34.0-34.6cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for a routine device changeout due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. Patient condition was well following the event.